Event description:
I had the obtryx bladder sling implanted due to incontinence on (B)(6) 2011. I had immediate lower back pain. I could not lie on the stretcher in recovery. I got up, voided, and sat in a chair until I was released from outpatient surgery. My lower back pain and tailbone pain have been constant as of today, (B)(6) 2014. The sling performed well until (B)(6) of 2011. Since that time I have been incontinent and have difficulty emptying my bladder. If I bend at the waist immediately after voiding I will be incontinent of urine. I now have urgency frequency and incontinence of urine. I no longer can go in public for more than an hour or I will wet my clothes with a depends on. I have constant sticking pain in my right side above the bend of my leg. I feel something foreign under my skin on the groin right side an inch below my incision. I have frequent utis; I always feel like I have a uti and have pain in the bladder at the end of emptying my bladder. During intercourse I have pain in the right lower abdomen that lasts for hours and is only relieved with pain medication. Our sexual relations have diminished. In the last year my husband and I have had sex maybe 4 times. Before we had sex 2 - 3 times a week. This is due to pain and discomfort during thrusting in the right side and also being incontinent again. I am currently taking neurontin 600 mg three times a day for muscle and back pain. I always feel like there is something foreign in my pubic area in the way of pressure and feeling like I need to void constantly. I have seen scant blood at times after urinating. I will see a urologist in (B)(6) 2014 to evaluate and potentially remove this sling. My hips are painful since I had this device implanted that I can no longer sleep on my sides. I also get up 5 times a day to urinate and cannot make eight feet to the bathroom without urinating all over myself. I am very unhappy with this device. Also I discussed the recall on mesh before the doctor did the surgery and he assured me this was not one of the recalls and I would be fine. He never educated me on the side effects or potential risks before surgery although his operative note claimed he did inform me. I hope this helps someone that is considering this device / surgery.